Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Grater heads have stains present and do not disappear after cleaning.

Manufacturer narrative:
The devices associated with this report were not returned. Review of provided photographs confirmed the discoloration. A two-year search of the complaint database found the root cause may be due to inappropriate cleaning methods counter to the recommendations in the instructions for use (IFU-0902-00-721). The cleaning agents and water treatments were not provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Grater heads have stains present and do not disappear after cleaning.